Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: impact code added. B3 event date: is an approximate date as the actual event date is not known.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. In february 2026, a pericardial effusion was noted and pericardiocentesis was performed. No further information was provided at the time of this report. It was further reported that the patient was already discharged. During pericardiocentesis 900ml of sanguineous blood were removed. The pericardial effusion occurred approximately six (6) weeks post procedure. The patient was on clopidogrel and aspirin.

Manufacturer narrative:
Aware date was used as event date as actual event date was not known.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. In (B)(6) 2026, a pericardial effusion was noted and pericardiocentesis was performed. No further information was provided at the time of this report.